Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, tamponade, pleural effusion and pericardial effusion. It was also reported that the right atrial (ra) lead exhibited high and unstable thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.